Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event is confirmed. Visual examination of the device showed clear signs of use and were confirmed to be fractured. Dimensional analyses were performed on each and found to be within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Both devices have a potential field age of 5+ years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear of the devices from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.